Manufacturer narrative:
Model #, catalog # and lot number: unknown, not provided. Expiration date and unique identifier (UDI#): unknown as the lot number was not provided. This is not an implantable device the model was not provided. The lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) got stuck inside the cartridge. Reportedly, the lens had patient contact but no patient harm. A new lens was used to complete the procedure. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/17/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The returned 1mtec30 cartridge was received inside the original package of a zcb00. The lens was observed at the cartridge body. The cartridge was observed under microscope with 10x magnification. Viscoelastic residues were observed on the lens surface. There was no indication that the lens was loaded or was partially delivered, as reported. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the product identity is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.